Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained an unknown brand of baclofen with a concentration of 2000 mcg/ml at a dose of 750 mcg/day. It was reported the patient had a question about the medication and was told the pump manufacturer might now. The patient stated the ¿catheter fell out my spine¿, and it appeared to have been out for a while. The patient stated they thought it happened when the original pump was put in about 7 years ago. The patient stated ¿for about 6 years the medication has been dripping into my body¿. The patient stated she was getting 750 mcg of baclofen and never responded to the medication. The patient reviewed they were calling because she wanted to know the effects of the baclofen dripping into her body.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jan-27. The patient stated that the catheter fell out shortly after it was inserted. The patient never responded to the medication. They just kept turning it up. It was at 700 mcg. The patient stated that there should be a protocol in place for people not responding at all to the medication. The patient stated that they ¿lost 7 years of my life because of this¿.